Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Customer reported 2 occurrences of a leaking t-lock in the last week. No other information provided. Additional information on 30 may 2023 leaking of flush through stopper on t connector at the wire exit area. Leaking when flushed, and pulling air into syringe when aspirating to check blood return. No patient injury or harm, however significant risk to patient (infection, air embolus) and inserter (blood exposure). This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
Customer reported 2 occurrences of a leaking t-lock in the last week. No other information provided. Additional information on 30 may 2023 leaking of flush through stopper on t connector at the wire exit area. Leaking when flushed, and pulling air into syringe when aspirating to check blood return. No patient injury or harm, however significant risk to patient (infection, air embolus) and inserter (blood exposure). This report addresses the second device.